Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, fever, headache, back pain, abdominal pain and cloudy fluid. Two days after the event onset, the patient was treated with vancomycin injection (1gm, twice a week, ongoing) and meropenem injection (1gm, per day, ongoing) for peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.